Event description:
A talent abdominal stent graft system was inserted in a pt for the endovascular treatment of a 6.3 cm abdominal aortic aneurysm. The aortic neck was 24 mm in diameter proximally and 26 mm distally. The aortic bifurcation was 27 mm in diameter. The common and external iliac arteries were severely calcified, with the common iliacs measuring 11-13 mm in diameter and the externals measuring 7 mm. It was reported that the bifurcated stent graft delivery system and the iliac stent graft delivery system both kinked during attempts to insert them into the vasculature (see MFR # 2953200-2010-01192). They were removed from the pt. Additional ballooning of the vessels was performed after which a conduit was sewn into the vessel. This allowed new devices to be inserted and implanted without complication. No additional clinical sequelae were reported, and the pt is fine. The device was not returned.

Manufacturer narrative:
(B)(4). Eval results: (severely calcified and tortuous vessels). Eval conclusion: (severely calcified and tortuous vessels).